Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the swivel connector from the breathing circuit was stuck on the tracheostomy. The patient had to be reintubated.